Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. The rse suspected an issue with the image database. A philips field service engineer (fse) inspected the system onsite and confirmed that the issue was with the image storing system, saying images needed to be deleted but the image databank was empty. Troubleshooting determined that the image storage needed to be recreated and the ip and host needed to be verified. The fse performed these repairs and, after doing so, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to store images, which affects imaging. The device was in clinical use. The issue was not resolved after deleting the images. No harm has been reported to philips. Philips has started an investigation of this complaint.